Event description:
It was reported a balloon ruptured on the first inflation at approximately 8-10 atmosheres during an iliac artery angioplasty procedure of an extremely tight, calcified lesion. During removal of the balloon catheter, a segment of the balloon material detached in the pt. Percutaneous retrieval of the balloon segment utilizing a snare was uneventful.another balloon catheter was used. A dissection was to noted to have occurred. Three stents were subsequently placed. No pt sequelae resulted from this event. A portion of the device was received, evaluated and retained by this MFR. The engineering evaluation indicated 2.5cm of the balloon material was detached with 2cm of material returned. Approximately 5mm of the balloon material was not returned for evaluation. The remaining balloon material was very wrinkled. The distal bond was present. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in an extremely tight, calcified lesion. Follow up also indicated the pt's condition, rather than the balloon rupture, contributed to dissection of the vessel. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the ballon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."